Event description:
It was reported that after an interventional percutaneous stenting procedure, arteriotomy closure of the femoral artery was attempted using a starclose se device. Reportedly, as the device was pulled back to place the locator wings on the anterior surface of the artery wall to locate the access site, the device pulled out from the vessel. Manual arterial compression was applied to achieve hemostasis. There were no reported adverse patient sequelae. The physician was reported to be trained in the use of the starclose se device. No additional information was provided.

Manufacturer narrative:
(B)(4). The product was not returned for analysis, which may have assisted in the investigation. The reported loss of vessel access can be influenced by but not limited to; an anatomical condition of the patient, operator deployment technique, or a manufacturing issue. There was no reported patient anatomical condition, as indicated by the femoral angiogram that was performed prior to arteriotomy closure. The femoral angiogram revealed no vessel calcification, no vessel tortuosity, and no scarring at the access/groin site. The report of the starclose se device coming out of the artery before completion of thumb advancer and exchange sheath splitting indicates that excessive tension may have been inadvertently applied causing the device to pull out of the artery. It should be noted that during placement of the locator wings against the anterior surface of the artery wall, the instructions for use state under closure procedure to maintain the left hand on the stabilizer to stabilize the device at the angle of the tissue tract, gently retract the device with the right hand until slight resistance is felt. The goal is to place the locator wings against the anterior surface of the arterial wall to locate the access site without applying tension and the artery. Based on the evaluation and the reported experience, the probable cause is related to the incorrect deployment technique of the operator. There was no product quality deficiency. As there is limited reported information of event circumstances, a conclusive cause for the reported loss of arterial access cannot be determined. A query or review of the complaint handling database was not performed because the device lot number was not reported. To assure that all products perform according to specifications they are subject to an inspection during manufacturing. In addition, a sampling of finished devices is destructively tested, to include suture placement, to verify the functionality of the device. A quality control audit inspection is performed to verify product quality. A product quality deficiency was not noted.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. The lot number was not identified. The investigation is not yet complete. A follow-up will be submitted with all additional relevant information.